Event description:
It was reported that the device was not absorbing and an infection was reported. It has been reported that antibiotics were given as a result of the reported infection and the surgeon intends to perform a revision surgery to remove the existing implant and re-implant a new device.